Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few minutes after the left ventricular (lv) lead was implanted, it was noted that the lead was expired. The physician chose to keep the lv lead implanted and the lead remains in use. No patient complications have been reported as a result of this event.